Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Nvestigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis cannot be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This conclusion code is based on the available information and the record review conducted at the boston scientific site. Based on the limited available information and lack of procedural detail it cannot be assessed at this time what may have contributed to the reported issue. A review of the product record did not identify any issues during the manufacturing of the finished goods batch which may have contributed to the event.

Event description:
It was reported that removal difficulty and deflation issue occurred resulting in a prolonged procedure. The patient was being treated for occlusion and underwent an angioplasty procedure. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. During the procedure, the balloon was inflated inside the patient; however, the balloon could not be deflated, and removal difficulty was experienced. The balloon was removed from the patient in the inflated state. A second 3.50mm x 12mm nc emerge balloon catheter was also advanced; but the same issue occurred, resulting in prolongation of the procedure. There were no patient complications, and the patient fully recovered.